Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed physical damage to the on/off switch gasket that is consistent with user mis-handling. The damage appeared to have been caused by a sharp or pointy object being used to press the on/off button, which pierced through the gasket and damaged the switch on the main board. The on/off switch gasket and main board were replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.